Event description:
It was reported that stent damage post-deployment occurred requiring additional intervention. A percutaneous transluminal coronary angioplasty (ptca) was performed. During the procedure, a 3.50 x 24mm synergy megatron drug-eluting stent (des) was deployed, overlapping with a 3 x 32mm unknown stent. However, while post-dilating the stent and retracting it, the 3.50 x 24mm synergy megatron des distal strut was damaged and created a gap. Subsequently, the physician placed an additional stent to seal the space. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.